Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was later reported that 600 mg of oral caffeine was prescribed every six hours (pro re nata). The catheter was spliced on (B)(6) 2013.

Event description:
The etiology later noted relation to the anchor and device or therapy as well as relation to the implant procedure. The intervention was later noted to have been a medical or non-surgical therapy, and an epidural blood patch was performed on (B)(6) 2013.

Event description:
A catheter migration and cerebrospinal fluid (csf) leak was reported. A lumbar incision seroma was also noted and resulted in in-patient or prolonged hospitalization. The medications used within the system were hydromorphone, bupivacaine, and baclofen. On (B)(6) 2013, a catheter access port (cap) contrast study revealed the anchor dislodged from the sutures. The patient was instructed to increase their fluid and caffeine intake. Uncontrolled pain was reported in addition to a headache and fluid at the lumbar site. A catheter anchor fracture was noted. The catheter had migrated from c4 to t4. The catheter was spliced and re-anchored on (B)(6) 2013. It was later reported that the patient was seen several time in the hospital between the modification on (B)(6) 2013. A representative noted that (B)(6) 2013 was the first time that a csf leak and a spinal headache were mentioned. Per the physician, the leak ¿must have begun after the anchor dislodged from the sutures¿. It was further noted that the anchor dislodged from the sutures and caused a csf leak. During the surgery, the physician noted that the anchor was fractured, and fluid at the lumbar site was discovered during a physical examination of the patient. The etiology was noted to be related to the device/therapy and related to the implant procedure. Examination and palpation on (B)(6) 2013 found fluid at the lumbar site secondary to a csf leak. It was later noted that no intervention was taken, and the event resolved without sequelae on (B)(6) 2013.

Event description:
It was later reported that lab work results did not reveal an infection.

Event description:
It was later reported that 600 mg of oral caffeine was prescribed every six hours (pro re nata). The catheter was spliced on (B)(6) 2013.